Event description:
Hill-rom received a report from user facility stating, "the bed exit will not set." There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the patient position monitor was alarming intermittently for exiting and out of bed. It was found that the frame did not have a hill-rom mattress on the bed. It was also determined that the thigh sensor strip was not functioning. The most likely cause of the sensor strip not functioning is wear. The sensor strip was replaced and the correct mattress was placed on the frame. Based on this information, no further action is required. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds.